Event description:
It was reported that during an unknown procedure, the device misfired. Per the contact, no matter how hard the handle was squeezed, the clip came out flat. They were tear drop shape. It was not reported how the procedure was completed. No patient impact reported. No other details of the event provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c, d, e, f, g and h ) were returned in their packages. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition each device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (I, j and k) were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, each device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices (I, j and k) additional information: batch # j9054d; expiration date: 01/2017; manufacturing date: 02/2012.